Event description:
It was reported the rear case is damaged. The epg (external pulse generator) was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the lower case was broken. It was also noted that the display was missing segments, the upper case, both bail covers, battery drawer and ring cover were broken, the lead flex cover was contaminated, one case screw, one bail and ring were missing, the battery contacts were compressed and the keyboard window was scratched.